Event description:
Caller reported a cartridge alarm identified as alarm 20, but it did not adversely impact the customer's blood glucose level. The issue did not occur during the load process and the caller had not previously reported this specific alarm with the pump serial number, though there were reports of alarms with consecutive cartridges. The customer decided to use a new pump as a resolution to the issue.